Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient had an infection. The device system was inactivated 2 years prior due to a right ventricular (rv) lead fracture but the system remained implanted. The inactive device system was planned to be explanted. No further patient complications have been reported as a result of this event.